Manufacturer narrative:
Sections with additional information as of 11-dec-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 25-sep-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated no longer experiencing symptoms. Note: manufacturer contacted customer in a follow-up call on 29-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer's wife and stated he was transported to the hospital. Customer did not eat for 2-3 days and felt weak. At 2pm on (B)(6) 2020, his wife and daughter dropped him off at the hospital. Wife did not know the blood glucose test results at the hospital but believed it was high. Wife was not allowed to go into the hospital with him. Wife mentioned customer had 2-3 finger amputated earlier this year between (B)(6) 2020. Note: manufacturer contacted customer in a follow-up call on 30-sep-2020 to ensure that the customer's condition improved - able to establish contact with customer's wife and stated she has not been notified of his health condition by the hospital. Wife is having trouble getting any details regarding his health and hospitalization and stated the hospital cannot find him in their system. Wife's daughter is trying to obtain more information and will update thi once they are given more information.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. The expected fasting blood glucose test result range is under 200mg/dl. The customer did report symptom of excessive thirst. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of hi using true metrix air meter. The test strip lot manufacturer¿s expiration date is 01/29/2022 and open vial date is 08/21/2020. The meter memory was reviewed for previous test result history. Result 1 : hi date: (B)(6) 2020 time: 11:44am fasting.